Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The dryseal sheath device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. Warnings on applicable subjects (patients). 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result.] [Instructions for operation or use]. [Sheath preparation]. 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the device.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for a thoracic aneurysm using gore® dryseal flex introducer sheath as an accessory. Access angiography after stent graft placement revealed a vessel rupture of the right external iliac artery caused by the 24fr sheath. As treatment, three stent grafts were implanted from the origin of the right common iliac artery to the level of the right femoral head. The puncture site was surgically repaired as hemostasis could not be achieved with the perclose closure system. The access vessel reportedly measured approximately 6.0 mm in diameter at its narrowest site. The physician was aware of the risk of access vessel injury.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.